Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that during patient therapy, the cs300 intra-aortic balloon pump shutdown. No adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and the reported issue was not able to be duplicated. The unit was very dusty so the fse vacuumed it out and ran all the applicable tests and replaced the batteries as a precautionary measure. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during patient therapy, the cs300 intra-aortic balloon pump shutdown. No adverse event was reported.